Event description:
A pump alert indicating high blood glucose levels was reported. The customer's blood glucose level was described as "high," though no specific value was provided. The customer managed the situation by administering a correction bolus via the pump and did not require additional third-party assistance, as they were not incapacitated. Technical support provided education on the alert's meaning and advised the customer to ensure the pump's screen was off before storing it to avoid unintentional touches, which the customer understood and acknowledged.